Event description:
When respiratory therapist turned unit on, staff smelled smoke. Ventilator then sent to biomed. Troubleshooting found defective 02 module. 02 module has scent of smoke, checked for defective power cord and connections. Checked internal boards on patient unit, ok. Replaced new 02 module, calibrated, function checked ventilator.